Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of an e315 scope error was confirmed due to the immersed video and electrical connector. Additional issues were identified during the device evaluation: an electrical continuity error occurs due to water invasion in the scope connector, and the video connector and electrical connector were immersed due to poor sealing of the ethylene oxide valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, the evis lucera elite colonovideoscope presented with an error code of e315 for an unsupported scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due a leak and water invasion while the user was handling the device - due to the invasion, an abnormality of electronic parts occurred which led to the displayed error message. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.